Event description:
Surgeon stated that the curved bipolar robotic arm broke while in the patient. Stated that there was an exposed wire, and the instrument stopped functioning. Robotic arm tagged and returned to management.